Manufacturer narrative:
Product complaint # (B)(4). The following information was requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. Date of surgery? Unknown. Please describe how was the adhesive was applied. Per the IFU. What prep was used prior to, during or after prineo use? Chloroprep. Was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Were any patch or sensitivity tests performed? No. Patient demographics: initials / ID; age or date of birth; bmi ; unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) none. Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Unknown. Current patient condition? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been performed, however not received to date: date of surgery? Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID; age or date of birth; bmi; patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Current patient condition? To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an acl procedure on an unknown date in 2020 and topical skin adhesive was used. The patient had an adverse reaction to the adhesive. Post operative day 4 they noticed some redness and blistering. It was not itchy. Clinician thought it was an infection (fungal) of some type. Post operative day 10 it was still there. The patient was placed on antibiotics. Additional information has been requested.